Manufacturer narrative:
This is a re-submission of the original initial report that had been previously submitted on 23 dec 2015. The codes in this submission have been updated to align with the current accepted coding. Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. The outcome of the peritonitis event and the action taken with extraneal therapy was not reported. It was reported that the patient¿s pd catheter was not removed. No additional information is available.